Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to sui and dysuria. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with xenograft insertion and cystoscopy. It was reported that patient underwent reduction of cystocele on (B)(6) 2012 for presence of a symptomatic cystocele. No additional information was provided.